Manufacturer narrative:
The company rep examined the system and observed a wedge sponge under the heel of the footswitch used with the system. The company rep removed the wedge sponge and no further issues were observed. Preventive maintenance (pm) was performed. The software was updated. The system was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause can be attributed to a wedge sponge found under the heel of the footswitch used with the system. (B)(4).

Event description:
A customer reported that there was a problem with the footswitch during a cataract extraction surgery. The customer indicated that it took an hour to complete the case. Additional information was received from the customer reporting that the reported issue occurred during the last case of the day. The cataract being removed was soft, so the surgeon was able to complete the procedure without the use of phacoemulsification. The intraocular lens (iol) that was implanted was different than the one the surgeon had planned to implant.